Event description:
Healthcare professional reported "right implant is ruptured and iii baker grade capsular contracture." The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 phone number (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, "right implant is ruptured. And iii baker grade, capsular contracture". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed,. One assessed, as unidentified (tear) opening (shell thickness within specification). Broken device assessed, as surgical damage. Three openings were assessed, as surgical damage. And missing shell assessed, as inconclusive. As per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one assessed as unidentified (tear) opening (shell thickness within specification) broken device assessed as surgical damage, three openings were assessed as surgical damage and missing shell assessed as inconclusive. ¿ capsular contracture-breast: unable to observe since it is not related to the device. As per the investigation procedure creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "right implant is ruptured and iii baker grade capsular contracture." The device has been explanted and replaced with another manufacturer's device.